Manufacturer narrative:
The device has not been returned to omsc but was returned to olympus (B)(4) sales & marketing (ocsm) for evaluation. Ocsm inspected the device and confirmed the following: the locking lever on the video connector socket did not work. The lamp error e105 occurred due to a failure of the leds light source unit. The device has not been repaired in the last year. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by an olympus (B)(4) representative that the lamp did not work and the lamp error e105 was displayed on the monitor. Error code e105 means that the video system center is damaged. The device was used with the standard set. This device is an olympus asset and there was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The exact cause of the reported event could not be conclusively determined, because the device has not been returned to olympus medical systems corp. (Omsc). However, based on the device inspection result, the examination lamp did not light up due to a failure of the led u/cable unit, which may have caused the lamp error e105. The cause of the failure may be a failure due to repeated use for a long period of time because five years have passed since the device was manufactured, or an accidental failure. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.